Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been alarming low battery for the past six weeks. The patient tried batteries from multiple locations but the issue has persisted. The customer recently had two bars remaining on their battery life but received the low battery alert four hours later. The battery did not last more than a week. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer noted that there were cracks around the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, operating currents test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No low battery alert noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.